Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with a clip jammed between the jaws and the top shroud. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed one conforming clip. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip ejected. The device was not used for the patient. The clip did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.